Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging battery compartment damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the battery compartment was observed to be cracked. The battery cap was damaged. The pump was opened and removed from the case and no evidence of moisture was observed. There was evidence of moisture in the battery compartment, and the leak test failed due to the battery compartment crack. Unrelated to the initial complaint, the display screen was dim and discolored. In addition, the audio bolus button cover was torn and normally responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.